Event description:
It was reported that the pump was to be explanted due to infection. There was drainage/incisional wound opening noted and infection symptoms. The drug in the pump was not known. Additional information received reported that the patient was given preservative free normal saline at a minimum rate at the time of implant. The pump was not explanted. It was noted the infection was a superficial skin infection and the patient had been treated with antibiotics. The infection appeared to be resolved at that time.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter: product ID 8835, serial# (B)(4). Product type: programmer, patient. (B)(4).